Manufacturer narrative:
(B)(4)should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark in the filter of a small volume intermate. This was noted before patient use. The device was filled with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured april 1, 2015- april 2, 2015. One unit was received for analysis. Visual inspection revealed evidence of a black particle approximately 0.06 square mm in size, embedded in the material of the stressmember. The black particle was not in the fluid path because it was molded in the material of the stressmember. The cause could not be determined. A CAPA was opened to address the issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.